Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿ pro pen needle could not be properly detached from the pen after use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to detach pen needle from pen after use. According to the patient's report, the pen needle cannot be detached properly from the pen after use. This occurs not always but sometimes."